Manufacturer narrative:
Evaluation summary: investigation of batch records compounding and filling: no remarks related to the manufacturing process, the sterilization of raw materials, equipment, components and product sterilization. All results of chemical, microbiological and toxicology tests were within specification. (B)(4).

Event description:
An ophthalmic surgeon reported using this viscoelastic during intraocular lens (iol) implant surgery. During the surgery, it was noted that a haptic was broken. One week later, the lens was exchanged.